Event description:
Revision surgery: revision of hemi on original.

Manufacturer narrative:
Additional reporting on this event will be provided, as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-01148; 520-42-016, s800 - revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.